Event description:
--

Event description:
Boston scientific received information that this entire system was explanted for infection. During the explant procedure, it was noted that the device setscrew was stuck. The device and leads were explanted. During explant, this lead might have been damaged due to being stuck in the device header. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is currently being done on this lead. Once analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed the lead was returned severed in 2 segments for a total length of 448 mm. There were stretched conductor coils and deformed coils noted. Additionally the insulation was cut and there was dried bodily fluid as well as an extraction stylet found inside the lead. The lead may have been damaged at explant.